Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor pca replaced to address the issue. There were no foam particles observed. The sensor pca was sent for further evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor pca replaced to address the issue. There were no foam particles observed. The sensor pca was sent for further evaluation. If any additional information is received, a follow up report will be filed. New information/correction: this report is a duplicate of previously submitted MDR 2518422-2024-31786.